Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 220 mg/dl; result was obtained (B)(6) 2023 before lunch fasting. The customer¿s expected before breakfast am fasting blood glucose test result range is 135-143mg/dl and expected before lunch fasting blood glucose test result range is 99-118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the linen closet. The test strip lot manufacturer¿s expiration date is 01/19/2025 and open vial date is 2-3 weeks ago. The meter memory was not reviewed for previous test result history.